Event description:
Medics responded to a cardiac call, pt condition not reported. Reportedly during use the screen went blank and the device reset. A back up device was made available and care to the pt continued. The rptr stated there were no adverse affects to the pt as a result of device operation due to the available of a back up.